Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, seroma and lymphadenopathy.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional also reported seroma, migration and lymphadenopathy. The device has been explanted and replaced with another manufacturer's device.